Manufacturer narrative:
The insulin pump was received with (B)(6) alkaline battery installed. The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The auto off alarm functioned properly during our testing. No unexpected auto off alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip. Data analysis indicates there was no data for (B)(6) 2015.the download history file list dates from (B)(6) 2015. Daily insulin total for the dates of (B)(6) 2015 was 0.000u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away at home. The official cause of death was stated to be natural causes. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors but the caller was unsure if a sensor was worn at the time of death. The caller stated that the insulin pump was buried with the customer. Since the caller did not have the insulin pump, the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.